Event description:
During an initial implant procedure, the stylet was unable to advance fully into the right ventricular (rv) lead. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The returned stylet was bent. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. A ¿test¿ stylet could be fully inserted into the lead and removed without any difficulty.